Event description:
The user facility reported that the device was set to 300mmhg during a case; the device increased to 370mmhg then decreased to below 300mmhg. This was reported as an out of box failure. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.